Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with result of 4.9 mmol/l obtained on the aviva system. Customer was treated with glucose; 30 minutes later paramedics arrived. Customer tested 1.9 mmol/l on professional meter. Customer was taken to the hospital and treated with an IV containing glucose; low blood glucose symptoms improved and customer was released 7 hours later. Requested return of suspect device however customer has discarded the test strips.